Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia and was hospitalized on an unknown date. Customer's blood glucose level was 18 mmol/l at the time of incident. Customer was treated with bolus for high blood glucose level. Customer declined troubleshooting for low blood glucose level. Customer stated that auto mode was not on. The insulin pump will not be returned for analysis.